Event description:
The report was submitted via e-mail sent to jody cadd by the canadian health bureau. It was reported that the distal portion of the catheter detached and remained into the pt's subclavian artery. The fragment was removed by surgery. No injuries resulted from the removal.

Manufacturer narrative:
Sample will not be returned for evaluation.